Manufacturer narrative:
One used device was received for evaluation on 12/4/2025 and was connected to an unknown, 20 ml bd-syringe. As received aads solution residual was found. No physical damage or anomalies were observed. The set was primed as returned and a leak from the filter vent was confirmed. Complaint of leaks can be confirmed. The probable cause was due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use; according to directions for use - ivfe or tna (3-in-1) solutions containing lipids must be administered using a 1.2-micron filter. Sets with these filters should be changed at least every 24-hours. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected, and no anomalies were noted. The set was primed as returned and a leak from the filter vent was confirmed. The complaint could be confirmed, and a probable root cause was according to dfu (directions for use)- ivfe (intravenous fat emulsion) or tna (total nutrient admixture) (3-in-1) solutions containing lipids must be administered using a 1.2-micron filter and sets with these filters should be changed at least every 24-hours. A device history record review could not be conducted because the lot number is unknown. D9 - date returned to mfg: 12/4/2025.

Manufacturer narrative:
The device is available for evaluation: it has not been received. The investigation is pending.

Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock. It was reported that the in-line filter was found leaking at shift onset. A syringe pump/microbore tubing used for aads infusion was used. There was patient involvement but no patient harm.